Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motion sensor test failure alarm. The customer reported that they received a no delivery alarm during displacement test. The customer also reported that they received a motor error alarm during the call. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot for the motor error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted; the motor passed motor test. No unexpected a35 alarm during our testing. No unexpected rewind anomalies noted. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.